Event description:
It was reported that a spectrum pump does not recognize when the pump door is closed. It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the reported symptom of the device not recognizing a closed door, which was reproduced. The evaluation experienced a door not fully latched message. The message was found to be caused by a failed link switch on the upper auxiliary assembly. The failed upper auxiliary assembly was replaced.